Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 322 was confirmed and reproduced. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out form the lower door latch. The loose nylon screws will trigger in intermittent open/closed switch connection causing the ec 322. The lower auxiliary assembly was replaced.

Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no pt incident.